Manufacturer narrative:
Device manufacture date not available at the time of filing. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the system would not boot-up. The issue was resolved on call and during this it was clarified the system did not respond when plugged in, so it was unplugged and the power button was held in, at which time a blinking blue light was noted. After a hard shut down was performed, 30 seconds were counted, the system was plugged back in, an additional 30 seconds were counted, and the system was turned back on. The issue was observed to be resolved with no further issues. No patient present.